Manufacturer narrative:
No product was available for testing and no lot number was provided. The patient's large front teeth and excessive movement can not be ruled out as a contributory factor. In addition the hospital indicated they did not feel this was a product problem.

Event description:
The following information was reported: the patient was intubated on (B)(6) 2013, at a different facility. The patient was transferred to their facility on (B)(6) 2013, at which time an anchorfast oral endotracheal tube fastener was applied. During routine oral care, the nurse observed a full thickness laceration approximately 1.5 - 2 inches under the device on the patient upper lip. The front teeth were protruding through the laceration. No blood was observed and the foam bumper was in place. The laceration was sutured. The patient was noted to have large upper teeth and was encephalopathic, repeatedly thrashing head back and forth. Hospital speculated patient may have bitten through her lip and indicated this was not a product problem. Reportedly, the patient is now fine.